Manufacturer narrative:
The complaint device is not being returned and therefore not available for a physical evaluation. However, from past investigations of similar failure modes, it has been determined that repeatedly passing the needle through excess tissue causes the needle to fatigue and break. The needle could also break if it accidentally hits the bone or other instruments. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. It was reported that the needle was passed 10 times. No further procedure information was provided to determine if the above reason contributed to this failure. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. The complaint rate has been reviewed against the risk analysis document and found to be within the expected levels. Based on the complaint history, no further corrective action is warranted at this time. However, this file will remain receptive to any potential forthcoming information that is pertinent to this issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch for second device: 1221934-2015-10161. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported that during a shoulder repair that two of the customer's expressew iii needles broke in the patient's joint space. The surgeon removed the broken piece both times leaving nothing in the patient. The sales rep reported that the gun had been fired ten times when the 1st needle broke. The surgeon reloaded the next needle which also broke. The surgeon completed the procedure with another like gun and a 3rd like needle with no patient consequences. There was a ten minute delay in the procedure. The sales rep reported that no x-rays were needed. The surgeon measured the broken needle against a new unused needle to confirm he had gotten the entire broken piece each time. The sales rep reported that the surgeon was using ethibond initially but then switched to high five suture.